Event description:
It was reported that pairing failure was reported. On (B)(6) 2023, the patient experienced a pairing failure. The patient experienced hypoglycemia with loss of consciousness, he hit his head and got injured, due to the fall he lost a lot of blood. The patient was taken to the emergency room and was hospitalized. There was no documentation about the exact blood glucose (bg) values during the event and there was no continuous glucose monitoring (cgm) reading as the patient was not able to get any cgm reading since the dexcom device was not working. It was documented that the patient was treated with unspecified blood pressure medication; there was no documented treatment for hypoglycemia. The patient was discharged the next day and at the time of the report the patient was still recovering from the head injury. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.